Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed on the top of the headers and inside the fibers of the dialyzer . Estimated blood loss was 50cc's. The patient had no adverse effects. A companion sample of the same lot number is available.